Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2022-04834. It was reported the patient had high impedances on one lead and was experiencing shocking at the ipg site. Surgical intervention was undertaken wherein the ipg and lead were replaced. Effective therapy was established post operatively.